Event description:
It was reported that the patient feels like "heart races" when walking into a room where a laptop/computer is being used. Additional information received reported that the family had contacted the clinic to note that the patient "felt funny" when entering a room where a computer is being used. The computer was removed from the room and the symptoms resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).